Event description:
It was reported that there was excessive drainage with csf-flow control valve, burr hole. The impact to pt was excessive drainage and revision surgery.

Manufacturer narrative:
The device has not been returned to the MFR.